Event description:
Pulmonary emboli (pe) was diagnosed in a pt who had received 12 extracorporeal photopheresis (ecp) treatments via the cellex system for bronchiolitis obliterans syndrome (bos). The pt had received his 12th ecp treatment (B)(6) 2020 and the event occurred (B)(6) 2020. The pi reported a possible relationship. Subject presented to the ed on (B)(6) 2020 with complaints of acute onset dyspnea earlier that morning. He took his pulse oximetry which dipped to the mid 80s as well as heart rate into the 140s, symptoms occurring only with exertion. Subject was started on heparin drip and underwent ir guided catheter directed thrombolysis using tpa on (B)(6) 2020. Tpa was stopped on (B)(6) 2020 and heparin was continued. On (B)(6) 2020, warfarin was started and pt remained in the hosp for warfarin bridging.